Manufacturer narrative:
Mw5114839 was received through the FDA. We have attempted to contact the customer with no response yet. We will continue to try and contact the customer so an investigation can take place. This is the first complaint recorded for this occurrence with (B)(4) sold of all lots. A follow up report will be submited once we have additional information.

Event description:
During a vasectomy it was noticed by the md while heating up that the wire seperated from the tip and was on. It was then removed with no harm to the patient.

Manufacturer narrative:
The lot number was not reported, therefore there is no ability to review records. Customer purchased product on multiple order numbers through an unknown distributor. Customer was contacted on multiple occasions via phone and email, but no response was ever received. Reaching out to customer with questions (B)(6) 2023 followed up (B)(6) 2023 and (B)(6) 2023 and (B)(6) 2023 and (B)(6) 2023 called and left voice mail (B)(6) 2023 and (B)(6) 2023. No response was ever able to be received. Complaint was unable to be confirmed. True root cause is unable to be determined without further information. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or information pertinent to the investigation, a follow up report will be submitted.